Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); citation: xue, x., liu, h., sun, m., tong, x., liu, a.. Association between fetal posterior communicating artery anatomy and pipeline embolization device treatment efficacy: a propensity score¿weighted cohort study. Clinical neurology and neurosurgery 260 2026. Doi: 10.1016/j.clineuro.2025.109255 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding association between fetal posterior communicating artery anatomy and pipeline embolization device treatment efficacy: a propensity score¿weighted cohort study the following medtronic devices were used: pipeline embolization device (ped) deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events/device product performance issues included: two patients with non-fetal pcom aneurysms experienced stent thrombosis. Two patients with non-fetal pcom aneurysms experienced subarachnoid hemorrhage (sah). Ten patients with non-fetal pcom aneurysms and three patients with fetal pcom aneurysms experienced postoperative total ischemic events including seven transient ischemic attack (tia) (4 patients with non-fetal pcom aneurysm and 3 patients with fetal pcom aneurysms), two mild ischemic strokes (two patients with non-fetal pcom aneurysms), and 2 severe ischemic strokes (one patient with non-fetal pcom aneurysm and one patient with fetal pcom aneurysm). Ten patients (nine with non-fetal pcom aneurysms and one with fetal pcom aneurysms) experienced stent stenosis. No further information was provided pertaining to medtronic products.